Manufacturer narrative:
B5: correction in rr 3004209178-2020-09034 to "the patient reported that the stimulation feels like it is shocking them while walking around. They stated that they noticed this around the middle of the week prior to the report. The patient noted that they only feel the shocking when they are walking around, and it is related to positional movement. It was confirmed that the patient did not have adaptive stimulation set up on their device. The patient also indicated that they have not had any falls or trauma. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the stimulation feels like it is shocking them while walking around. They stated that they noticed this around the middle of the week prior to the report. The patient noted that they only feel the shocking when they are walking around, and it is related to positional movement. It was confirmed that the patient did not have adaptive stimulation set up on their device. The patient also indicated that they have not had any falls or trauma. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated. Additional information was received from the patient and it was reported that the patient call a rep and they checked it and couldn't find anything wrong with the equipment. The shocking did not resolve and the patient doesn't know what to do about it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturing representative (rep) regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) was in overdischarge and would not charge. It was noted that a trickle charge was performed, and the ins was reset. No further complications or symptoms were reported or anticipated.